Event description:
In 2002, gor-tex graft mesh was used to repair my hernia. In 2008, it had to be removed because of infection in the mesh. It was so badly infected when they removed it that it stuck to my intestines and during removal, it tore my intestines. I was in the hospital almost three months. I also had to go through a resection surgery and was in intensive care for five days. I am still having problems today with pain and drainage. Dates of use: (B)(6) 2002 - (B)(6) 2008, 6 years. Diagnosis or reason for use: #1: infected mesh; #2: intracutaneous fistula.